Manufacturer narrative:
The patient was born on an unreported date in (B)(6) 2016. The peritonitis was diagnosed around (B)(6) 2016 and the patient was hospitalized from (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis and the patient subsequently passed away in the hospital due to pulmonary emboli and a stroke. The cause of the peritonitis was due to the patient leaving their peritoneal dialysis (pd) catheter cap off (not further specified). The patient was hospitalized for the event. No further information was provided regarding treatment for the peritonitis, whether the patient recovered from the peritonitis prior to death or whether dianeal therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.